Manufacturer narrative:
The insulin pump had a stained end cap sticker, cracked reservoir tube lip, and a broken battery cap; however, the test battery cap fit with the battery tube threads. The insulin pump passed all functional testing including the idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, no delivery test, displacement rest, and rewind test.

Event description:
The customer reported via phone call that the battery cap coin slot was worn away and very hard to remove. The patient's blood glucose at the time of incident is unknown; however, she mentioned that she had a recent high blood glucose of 400 mg/dl. The customer declined troubleshooting for the high blood glucose. Troubleshooting was initiated for the battery compartment damage. The customer mentioned discoloration right underneath the battery compartment; there appeared to be leaking at that area as well. The customer was unaware of how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.